Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix would not extend after the second deployment. An alternate lead was used. No patient complications have been reported as a result of this event.